Event description:
As reported by the field clinical specialist (fcs), approximately 9 years post implant of a 26 mm sapien 3 valve in the aortic position, the patient was admitted with chest pain and severe neutropenia. Recent cardiac catheterization showed a lv'aorta peak-to-peak gradient of 19 mmhg, while a transthoracic echocardiogram from the prior month demonstrated significant aortic stenosis with elevated gradients, severe aortic regurgitation, and valve calcification. Although intervention is indicated, the procedure is considered high risk due to potential coronary occlusion, sinus sequestration, and the lack of commissural alignment of the original valve. Clinically, the patient reports longstanding exertional dyspnea and is currently hospitalized for leukopenia, anemia, and thrombocytopenia amid an active infectious workup. Chest imaging suggests possible aspiration or pneumonia versus fluid overload after transfusion. With platelets at 10,000 and hemoglobin/hematocrit below safe procedural thresholds, the patient is not currently eligible for intervention.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors including hypertension, hyperlipidemia, end stage liver disease post liver transplant and chronic kidney disease stage iii could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the customer. The following sections have been added: b4, b5, g3, g6, h2, h11. The previously submitted investigation remains unchanged.

Event description:
Additional information noted that the patient underwent a successful valve in valve procedure.